Event description:
It was reported that the patient presented in-clinic for an initial implant surgery. During the procedure it was noted that the right-ventricular (rv) lead failed to capture. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with helix retracted and clogged blood and tissue. Electrical testing, visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.